Manufacturer narrative:
Sw engineering comment / this issue is consistent with the following known software issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported by a manufacturer representative (rep) at the site that when booting up the system he had received an error on the blue screen detailing with the on screen keyboard. He stated that the whole keyboard was question marks and the space bar was showing (no x keyboard found restarting). The rep was able to reboot the system which brought him to the black screen with a cursor. Technical services (ts) was able to troubleshoot with the rep the grub menu procedure which solved the issue. No patient was present.

Manufacturer narrative:
Additional information added to the event description. If information is provided in the future, a supplemental report will be issued.

Event description:
Update from the manufacturer representative stating that it was determined that the solid state drive was the problem and likely damaged during shipping.

Manufacturer narrative:
Sfw kit (B)(4); stealth s8 ent EU-sc, version 1.2.0. Software logs were reviewed. This issue is consistent with a known software issue and references to this case have been added to that record. If information is provided in the future, a supplemental report will be issued.